Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported "exchange of textured devices due to patient's concern". Healthcare professional later reported "capsular contracture baker grade iii with rupture, and grade iii ptosis". This record is for the right side. The device remains implanted. The device will be returned.

Event description:
Patient reported "exchange of textured devices due to patient's concern". Healthcare professional later reported "capsular contracture baker grade iii with rupture, and grade iii ptosis". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease, wear abrasion and non-penetrating nick.) Are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.